Event description:
A complaint was reported involving a cartridge alarm labeled 20a, which the customer experienced repeatedly over two consecutive days despite trying different cartridges. There was no information available regarding the customer's blood glucose level. Technical support arranged for the return of the malfunctioning device and provided a replacement pump for the customer.